Event description:
Additional information was provided from the clinical site that all reported events have been resolved.

Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The event of high intraocular pressure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a clinical patient had sudden onset of vertigo with blackening of vision and nausea, likely secondary to hypotension/hypovolemia after xen implant in the left eye. Patient was admitted to the hospital and was treated with normal saline infusion (1 litre infuse over 24 hours) for hypovolemia, not device related. Patient has been discharged. Event has been resolved. Healthcare professional also reported a clinical patient experienced xen®45 gts revision was performed due to high intraocular pressure but failed and xen®45 gts had to be removed and replaced. Subject status was noted as withdrawal by the sponsor.